Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "our PICC nurses have discovered a defect on some of the bard 4fr single lumen PICC sherlock kits. The peel-away part of the introducer has a ¿lip¿ or ¿bubble¿ at the tip and is not smooth." It was stated this occurred with five kits. This report addresses the third kit.